Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a watchdog time out alarm. The customer also reported leaving the battery out of the insulin pump for several hours. The customer reported the insulin pump's screen was black when the battery was inserted. The customer's blood glucose was 364 mg/dl at the time of incident. The customer also reported the time did not pass on the insulin pump. Customer reported the screen was not completely blank. The customer reported this was a followup call regarding the issue. The customer declined to troubleshoot for the constant tone. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck on the number 6 and a had a constant audio alarm due to a corroded electronic assembly. Unable to perform the operating currents, self test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests, or verify other alarms due to the frozen screen. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.